Event description:
It was reported that during threshold testing, the left ventricular (lv) lead exhibited a brief loss of capture. Follow up indicated that any possible intervention will be determined at a later date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.